Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report will be filed for the first valve. (B)(4). .

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was implanted too deep resulting in severe paravalvular leak (pvl). The valve was snared to a higher position resulting in moderate pvl. This transcatheter bioprosthetic valve was implanted valve in valve resulting in moderate pvl. A subsequent balloon aortic valvuloplasty (bav) was performed. While crossing the valves the balloon became entangled in the valve crowns. As the balloon was removed, both valves were pulled into the ascending aorta resulting in severe aortic insufficiency. An open surgical aortic valve replacement (avr) was performed and both valves were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.